Event description:
It was reported that an alert triggered for low impedance on the atrial lead. Sensing values have also been decreasing. The lead will be monitored and is still in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary (B)(4) - the actual device was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. There was one patient alert for atrial pace lead impedance less than 200 ohms on (B)(6) 2012. The weekly measurement log data shows an impedance decrease for maximum and minimum atrial pace equal to 400 to 176 ohms minimum between (B)(6) 2011 and (B)(6) 2012.

Event description:
It was reported that an alert triggered for low impedance on the atrial lead. The impedance has continued to decrease. Sensing values have also been decreasing. The lead will be monitored and is still in use. No patient complications have been reported as a result of this event.